Manufacturer narrative:
The device was not returned, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. A supplemental report will be filed if additional information is received. Patient weight was unable to be obtained. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, as the delivery catheter system (dcs) was going around the aortic arch, the nose cone began to separate. The physician reported feeling a lot of resistance. As a result, the guide wire was exchanged for a stiffer guide wire. Another attempt was made to advance the dcs with some torqueing of the catheter and was successful in deploying the valve. The nose cone never fully separated, the guide wire change allowed the catheter to be advanced without separating. Subsequent to deployment, the patient became hypotensive and a transesophageal echocardiogram (tee) showed a dissection originating in the aortic arch. Cardiopulmonary bypass (cpb) was initiated and the dissection was surgically repaired. The physician stated that the dissection was likely caused by the dcs. No further adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It was reported that it was difficult to advance the loaded capsule through the aortic arch, and that a separation was visible between the capsule flare and the catheter tip (nose cone). This separation, or gap, occurs when the capsule is no longer concentric with the device tip when navigating turns and is due to the flexible design of the distal end of the capsule, which allows for the recapture of the valve. Difficulties advancing the delivery catheter system (dcs) have historically been related to factors such as the patient anatomy and the physician technique. It was reported that there was some tortuosity in the descending aorta and common iliac artery, and the patient's root angle was 66 degrees. Vessel trauma can occur as a result of maneuvering difficulties, likely related to the additional force or manipulation us ed to advance the device in the difficult anatomy. In this case, it was reported that the device was advanced with a twisting motion. This is the most likely cause of the injury, as the device is not designed to be twisted in the patient anatomy due to the spines in the shaft which limit the bending to a single axis.